Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to the right l1 drg lead fracture. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.